Event description:
It was reported that the patient has expired approximately after an implant duration of 0.50 months, due to unknown reasons. It is unknown if the death was device related. Patient also had a second device, model #3300tfx, implanted. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.